Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated their ins stopped working (therapy stopped) yesterday or the day before yesterday due to a power on reset (por). The patient stated she went to charge their ins and the recharger was showing there was half a charge left, but when she went to check the ins with her patient programmer (pp) she saw the informational por. It was unknown if the patient had any recent medical test or emi exposure. The patient was assisted with clearing the por message and turning their therapy back on. The patient confirmed the therapy was adequate. The issue was resolved while on the call. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported cause was not determined but reset resolved the issue. Patient weight was reported. No further complications were reported/anticipated.